Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
One (tampon) had the string stitched in the wrong direction... Second one had... A second tampon cord with a small piece of cotton on it [device physical property issue]. Case narrative: consumer reported via email that the tampons were defective. No injury was reported.

Event description:
One (tampon) had the string stitched in the wrong direction... Second one had... A second tampon cord with a small piece of cotton on it [device physical property issue]. Case narrative: consumer reported via email that the tampons were defective. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.